Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure high pacing lead impedance was observed. The lead was not implanted and was replaced. Patient was fine after procedure.